Event description:
The report received from the field indicated that the physician used a 6 fr. Exoseal vascular closure device (vcd) in the right groin. The patient's blood pressure was within acceptable limits. A femoral angiogram was performed to confirm sheath location/suitability. An act was not performed. There was no deployment issue reported. Light compression was held for three (3) minutes at the site. No bleeding or hematoma was noted upon discharge from the cardiac cath lab. Five and one-half hours later, the patient complained of groin pain and was noted to have a large hematoma. A CT scan confirmed bleeding at the access site that was not able to be controlled by manual compression. A covered stent was deployed at the site of the bleeding. Two days later, the patient was again noted to have another hematoma that was controlled via manual compression.

Manufacturer narrative:
The report received from the field indicated that a patient developed a hematoma approximately five hours post deployment of an exoseal. A covered stent was deployed at the site of the bleeding. Two days later, the patient was again noted to have another hematoma that was controlled via manual compression. The physician used a 6 fr. Exoseal vascular closure device (vcd) in the right groin. The patient's blood pressure was within acceptable limits. A femoral angiogram was performed to confirm sheath location/suitability. An act was not performed. There was no deployment issue reported. Light compression was held for three (3) minutes at the site. No bleeding or hematoma was noted upon discharge from the cardiac cath lab. Five and one-half hours later, the patient complained of groin pain and was noted to have a large hematoma. A CT scan confirmed bleeding at the access site that was not able to be controlled by manual compression. A covered stent was deployed at the site of the bleeding. Two days later, the patient was again noted to have another hematoma that was controlled via manual compression. Additional investigation indicated that the vcd showed no visible signs of damage. A 6f unknown sheath was used. No other sheaths were used during the procedure. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath lock properly against the cowling and an audible "click" heard. Adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The practioner didn't have anything touching or resting on the deployment lever during positioning. The plug deployment button was fully depressed. It was unknown if the plug deployed. The device and sheath were removed as a single unit and hemostasis was achieved. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no pre-existing hematoma prior to insertion of the exoseal vcd. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. These factors in combination with antiplatelet therapy after a procedure can lead to hematomas. Review of the available information suggests that patient and/or pharmacological factors may have contributed to the reported events. Without the product available for analysis, no determination regarding potential contributing factors could be made. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.